Event description:
There is no patient impact associated with this complaint. It was reported that the keypad buttons were unresponsive with no visible damage to keypad. The patient reported that she replaced the battery but was unable to confirm the verification screen. She stated that the pump does not respond to the up and down arrow buttons or the ok button. He said that the buttons feel normal when pressed and she experienced only one episode of unresponsiveness.

Manufacturer narrative:
There is no patient impact associated with this complaint. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.